Event description:
It was reported that the patient presented for a post-operation check. Both the right atrial and right ventricular leads were implanted in the morning, and were found to be dislodged. The chronic left ventricular lead exhibited rise in capture threshold, which was most likely due to a micro dislodgement. All the leads were explanted and replaced. The patient did not experience any symptoms.